Event description:
It was reported that on literature review "factors associated with subsequent surgical procedures after intramedullary nailing for tibial shaft fractures", 40 patients underwent an additional surgery to remove an interlocking screw due to irritation or pain after an internal fixation surgery with the intertan system, to treat a tibial shaft fracture. The outcome of the patients is unknown. There is no information within the study to determine whether these adverse events occurred in (B)(6). No further information is available.

Manufacturer narrative:
The devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that patient specific supporting documentation has not been provided as of the date of this medical investigation. The clinical root cause of the reported irritation or pain with subsequent removal of symptomatic screw(s) cannot not be further assessed. The patient¿s outcome beyond that which was documented in the article cannot not be determined as the patient¿s current health status remains unknown. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.